Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys anti-tpo (anti-tpo) on a cobas e 801 module. The initial anti-tpo result was > 600 iu/ml with a data flag on the e801 module. The customer manually diluted the sample 1:5 and repeated it on the same analyzer with results of 9.00 iu/ml (calculated result 45 iu/ml), 9.00 iu/ml (calculated result (45 iu/ml), 22.3 iu/ml (calculated result 111.5 iu/ml) and 20.0 iu/ml (calculated result 100 iu/ml). The customer also ran the sample on a cobas 6000 system and the result was 286.0 iu/ml. The customer manually diluted the sample 1:5 and the result was 18.18 iu/ml (calculated result 19.9 iu/ml). The results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The serial number for the cobas 6000 system was not provided.

Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
Customer stated result of 529 iu/ml was reported outside of the laboratory. The customer refused to provide any further information about this result.